Event description:
It was reported that, in 2007, the patient¿s pump was replaced because of a recall. It was noted that morphine had been in the pump since ¿day one¿.

Manufacturer narrative:
Concomitant medical products: product ID: 863740, serial# (B)(4), implanted: (B)(6) 2007, product type: pump. Product ID: 8709, lot# j11037r69, implanted: (B)(6) 2002, product type: catheter. (B)(4).